Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: weak. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly would only prompt the not ok message. Pt was not treated. No furhter info has been reported.